Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
It was reported that patient was feeling discomfort at the implantable pulse generator (ipg) site. To address the issue, the physician re-positioned the ipg on an unknown date. No complications were reported during the procedure and postoperatively, the patient was in stable condition. Patient experienced ineffective stimulation and high impedance issue post procedure reported in manufacturer report numbers 1627487-2019-07692, 1627487-2019-07693 and 1627487-2019-07694.